Event description:
It was reported that an occlusion alarm occurred. Customer was instructed to change pump supplies to address the issue. There was no reported adverse impact to customer¿s blood glucose level.